Event description:
An infection was reported. The patient's pump was ready to be replaced due to the pump's life ending. Replacement surgery had been postponed because the patient had had high white blood cell counts. It was reported that the patient had a seizure a few days prior to this report. The medication used within the system was baclofen. No additional information was available at the time of this submission.

Event description:
It was reported that the patient was recovering, but the patient was not happy with their therapy. There were concerns that the baclofen dose was causing seizures because it was too high. It was later reported that the infection was a urinary tract infection (uti) that was unrelated to the pump. The pump was replaced due to normal battery depletion. The patient experienced "withdrawal seizures" that started after the battery died. The patient was doing well following the replacement surgery.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).